Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, around 10:00pm, the patient's insulin pump was displaying high and the pump automatically administered insulin (3.64 units). The patient's parent checked the patient's blood glucose with a meter and the patient's blood glucose was 35 mg/dl while the pump was displaying high (400 mg/dl). The patient began to feel symptoms of sweating, shaking and hypothermia, to the patient's mother called for an ambulance around 11:00pm. The patient was transported to the hospital where they were treated with 2 liters of normal saline and an IV bag of d50 and 40 meq potassium. The patient was admitted to the hospital overnight and was discharged on (B)(6) 2023. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6: health effect - impact code - f1005 overdose. Diabetes mellitus is a known cause of hypoglycemia.